Event description:
It was reported that a patient was unable to make adjustments with the patient programmer. The patient was seeing the "call your doctor" icon on the programmer. It was noted that there was also a power-on-reset (por) condition. Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. It was stated that the hcp has left messages for the patient, but has not heard from the patient since implantation. It was stated that it was unknown if the patient needed hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).